Event description:
A customer observed generating negatively biased hbsag results on a positive control fluid. A false negative pt result would present a risk to the public health. There was no report of pt harm as a result of this event.